Event description:
The integra lifesciences corporation sales representative reported the following incident. The surgeon did not succeed in expending the kalix ii implant.

Manufacturer narrative:
Add'l info, including customer info and product info, has been requested from the sales representative who reported the incident. The product is not expected to be returned for evaluation. An investigation has been initiated based upon the reported info.